Manufacturer narrative:
Device was discarded/disposed of by hospital. There for no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently, the device was explanted. No serious injury/no adverse patient effects were reported.